Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported erratic blood glucose levels and no delivery alarms. The customer's blood glucose reading at the time of the call was 357 mg/dl. The customer felt that the insulin pump was not delivering insulin as it should. Troubleshooting was performed, and the insulin pump failed the prime test. The customer didn't have the tubing clamp for the high pressure test. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.